Event description:
It was reported that an asymptomatic patient presented to the operating room for a generator changeout unrelated to the lead. Externalized conductors were observed via diagnostic imaging. It was noted that the patient had historically low pacing lead impedance trends. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.